Event description:
Customer reported a power source alert 01 when using a tandem charging cable connected to a laptop's usb port instead of a wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to insert the charging cable into a different usb port, but this did not resolve the issue, leading to a pump shutdown. Customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.